Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: a visual and microscopic examination revealed that the stent moved distally on the balloon; so that the distal edge of the stent is at the distal end of the distal markerband. The middle section of the stent was expanded and the proximal end of the stent was pushed distally and was bunched. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 2.75x30mm, eccentric, 80% stenotic, de novo lesion with a >45 degree bend was located in the severely tortuous and non-calcified proximal ramus artery. The physician predilated the lesion with a 2.0x20mm unspecified balloon and then attempted to advance a 3.0x32mm taxus liberte stent to the lesion but encountered resistance. The stent was withdrawn. Broken struts, with a sharp edge, were observed upon removal. The procedure was completed with the deployment of two 3.0x32mm taxus liberte stents. No patient complications were reported and the patient's condition is reported as stable.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 2.75x30mm, eccentric, 80% stenotic, de novo lesion with a >45 degree bend was located in the severely tortuous and non-calcified proximal ramus artery. The physician predilated the lesion with a 2.0x20mm unspecified balloon and then attempted to advance a 3.0x32mm taxus liberte stent to the lesion but encountered resistance. The stent was withdrawn. Broken struts, with a sharp edge, were observed upon removal. The procedure was completed with the deployment of two 3.0x32mm taxus liberte stents. No patient complications were reported and the patient's condition is reported as stable.